Event description:
Ad-tech received an email and a follow-up email from a customer stating that upon removal of the headwrap to remove the depth electrodes and anchor bolts from the patient, it was noted that one of the electrodes had a broken section of an anchor bolt attached to it. The bolt broke at the level of the outer table of the bone, making it difficult to remove the remaining portion of the bolt that was still within the patient's skull. A nick incision into a two (2) inch incision was made, along with removing some of the outer table of the bone, to allow for the remaining broken piece to be rotated out of the patient. The removal of the remaining portion of the broken bolt lead to a longer removal surgery, however did not result in any neurological harm or increased length of stay. The customer noted that the head wraps are generally changed every other day, making it likely that the broken bolt issue occurred sometime between the two (2) headwraps. The customer also stated that the placement of the broken anchor bolt was near the back of the head (superior parietal), thus he believes the pressure from the back of the head could have broken the belt.

Manufacturer narrative:
Ad-tech is currently in the process of investigating this issue. However, as stated in the event description section, the customer did note that the placement of the broken anchor bolt was at the back of the head and thus the customer believes pressure from the back of the head could have broken the bolt.